Manufacturer narrative:
Evaluation summary: the x-ray demonstrated slight wireform distortion around leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4m on leaflet 1 at the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. A non-transmural damage was observed on leaflet 3. The leaflet damage was beveled at the outflow aspect, and was a typical characteristic of those caused by suture tail abrasion. However, there was no suture left on the sewing ring. The sewing ring was cut at multiple locations around the valve and the wireform was exposed on commissure 2. Customer report of pannus was confirmed. Report of high gradient could not be confirmed through visual observations. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors and progression of the underlying valvular disease may have contributed to the explant of this pericardial valve. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a 21mm pericardial aortic valve implanted one (1) year, one (1) month was explanted due to severe aortic stenosis. The patient presented with progressive breathlessness with exertion. Preoperative evaluation suggested premature early deterioration with severe aortic stenosis and/or patient prosthesis mismatch with a mean gradient of 33. Intraoperatively, there was inflammatory fibrous ingrowth on both the aortic root side fusing the cuff to the surrounding root tissue, as well as beneath the valve. The leaflets on the aortic side appeared normal, but inflammatory tissue and adhesions were found on the undersurface especially of the noncoronary leaflet. Following removal, there was clear evidence of a circumferential subannular membranous ring of inflammatory tissue. The explanted device was replaced with a 21mm non-edwards mechanical valve. Enlargement of the aortic annulus, resection of the ascending aortic aneurysm and placement of a 28mm gelweave graft were also completed.